Manufacturer narrative:
(B)(4). (B)(4): results - quality engineering was unable to complete the evaluation at the time of this report. The results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: delay in treatment; subsequent acute coronary syndrome (no intervention) device issue: breakage of device. It was reported that the indeflator successfully inflated the balloon (type unk): however, upon deflation the indeflator broke. The physician disconnected the indeflator and a syringe was used to completely deflate the balloon. The pt had an acute coronary syndrome (undefined - possible angina or ischemia ) but did not experience a myocardial infarction. The physician reports the delay in treatment and subsequent acute coronary syndrome impacted this pt. There was no intervention. The pt is doing well. There is no additional event or pt information available.